Event description:
It was reported that the patient presented in clinic for follow-up. During the implantable cardioverter defibrillator check, it was noted that the patient has ventricular fibrillation episodes but the device did not deliver therapy. There was an alert for capacitor charge time out. The past episodes could not be reviewed due to device reset. It was further noted that the device had an early alert for end-of-life. Premature battery depletion was not suspected. The device was explanted and replaced. During the procedure, the right ventricular lead exhibited high capture threshold. No noise was observed on the lead, so the replacement device was connected to the lead and the procedure was completed without any adverse consequences to the patient.

Manufacturer narrative:
The reported field event of reset and charge timeout was confirmed. Device had reached end of life - eol while implanted and before the event date. The charge timeout was due to the low battery voltage. Longevity analysis found the battery depletion to be normal. The device reset was due to parity error. The cause of the parity error could not be conclusively determined.